Manufacturer narrative:
(B)(4). The stent remains in the vessel. There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a procedure to treat unstable angina. A 2.75 x 28mm xience prime stent was placed in the de novo mid left anterior descending (lad) lesion and a 3.5 x 38mm xience prime stent was placed in the de novo proximal lesion; the index procedure was completed successfully. All follow up visits were noted as 'no issue'. On (B)(6) 2014 the patient presented with tongue cancer and was treated surgically (B)(6) 2014 and resolved (B)(6) 2014. On (B)(6) 2015 the patient died at home. The cause of death was not provided. There was no additional information provided.